Event description:
The patient was ¿having trouble with the stimulator, it wasn¿t working¿. The company representative got it so that it was working again. The device just had to be re-adjusted from where he had it. This occurred on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0428305v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 74002, lot# n267397, implanted: (B)(6) 2013, product type: adapter. Product ID: 3487a-33, lot# j0428305v, implanted: (B)(6) 2004, product type: lead. (B)(4).